Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. The root cause of the deep vein thrombosis was determined to be unrelated to the implanted zimmer biomet devices, however, a definitive root cause could not be determined for the other symptoms reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a - implant date - unknown date in 2015. D10 - concomitant devices - unknown natural knee articular surface catalog #: ni lot #: ni, unknown natural knee tibial component catalog #: ni lot #: ni. E1 - initial report submitted to FDA via mw5169505. No contact information provided. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was hospitalized at an unknown timeframe following right knee arthroplasty to address pain, swelling, difficulty ambulating and concerns for potential deep vein thrombosis. It was further alleged that the patient also had friction and wear of components, resulting in elevated metal ions, inflammation, pain and discomfort. No additional patient consequences or interventions were reported and no additional information is available.